Manufacturer narrative:
As the device was not returned, the malfunction has not been verified.

Event description:
The provider reported the joystick on the r51lxp powered wheelchair caught fire. The fire spread, damaging the motors, harness, oil, frame and upholstery. No patient injuries were reported as a result of this event.